Event description:
It was reported the patient had electrodes implanted for a test period in 2008. Twelve days later, the patient experienced strong pain in the area where the device passed through the skin. The patient symptoms included redness, fever, fatigue, shivering, strong neuropathic pain in the right leg and an increase in crp to 340. The device was explanted immediately. Lab investigations revealed staphylococcus aureus (oxacillin sensitive) on the lead tip. MRI revealed a strong epidural infection at t8/9 and t10/11. The patient returned to surgery for a mini laminectomy of t8/9 and t11/12. The patient was rinsed out with lavasept. Two days later, the crp was decreasing slowly. There was no neurologic deficit reported.